Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge/use the ipg as recommended. In turn the ipg was unable to communicate with external device. Troubleshooting was tried to no avail. Replacement charger sent failed to resolve the issue. Manufacturer representative confirmed the issue. Subsequently, the ipg was explanted and replaced with another model which resolved the issue.